Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink app and the samsung galaxy a33 5g device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. The user reported missing high and low glucose alarms. Attempted to replicate the user¿s complaint using similar configuration and successfully receive high/low glucose alarms on a samsung galaxy s20 fe 5g (android 13, 2.8.4.9335) using a known good libre 2 sensor, and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue with the adc device was reported, in use with a samsung a33 5g phone (android operating system unknown). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. It was indicated that the customer was unable to self-treat and was given glucagon for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An alarm issue with the adc device was reported, in use with a samsung a33 5g phone (android operating system unknown). The low and high glucose alarms did not sound, and customer was not alerted of changes in glucose level. It was indicated that the customer was unable to self-treat and was given glucagon for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.